Event description:
It was reported that the ventilator's wheel detached. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, adjustment of ventilator's wheels solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The mobile cart is equipped with 4 wheels and is used to move/transport the ventilator. The root cause to the reported issue has not been determined. The correction of fields annex f (health effects - health impact) field was required. This is based on the internal evaluation. Previous: no health consequences or impact///2199. Corrected: no patient involvement///2645.

Event description:
Manufacturer's ref. #: (B)(4).